Event description:
The customer reported that a footswitch presented a problem during a procedure. The system and accessories were switched out to complete the procedure with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).